Manufacturer narrative:
A company representative visited the site and did not indicate identifying an issue with the system's vacuum functionality. Thus, the suction issues experienced by the customer could not be confirmed or replicated. The company representative then verified that the system was functioning to specifications prior to departure. A review of the manufacturing records did not reveal any related nonconformity during manufacturing. Based on assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A lasik coordinator reported an unsuccessful flap on a patient's eye during laser assisted flap creation. A suction problem was also reported. Surgery was canceled.